Manufacturer narrative:
The customer called technical support to report that the oxygen (o2) was reading high. The remote service engineer (rse) did not perform troubleshooting with the customer as the customer requested onsite service. The rse created an onsite work order (wo), and a service quote for repair was sent to the customer for approval, which the customer accepted. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed that the device had a failing gas delivery system (gds) that was causing o2 levels to be measured at above or below safe levels. The fse performed testing and found that the device failed the o2 mix accuracy and o2 flow accuracy tests-- the o2 levels were over the safe limits for patient usage. The fse tried different o2 tanks, but the issue remained. The fse submitted a purchase order (po) for the replacement gds. Upon receiving the replacement gds, the fse replaced the defective gds and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed that the device had a failing gas delivery system (gds) that was causing o2 levels to be measured at above or below safe levels. The fse performed testing and found that the o2 levels were over the safe limits for patient usage. The fse tried different o2 tanks, but the issue remained. The fse submitted a purchase order (po) for the replacement gds. The investigation is ongoing.

Manufacturer narrative:
H10: per good faith effort (gfe) response, the issue occurred when the bme performed preventive maintenance (pm) on the ventilator. H11: update to previous h10: upon further investigation, the following has been reported a field service engineer (fse) was dispatched onsite to evaluate the device. Upon arrival, the fse confirmed that the device had a failing gas delivery system (gds) that was causing o2 levels to be measured at above or below safe levels during preventative maintenance (pm). The fse performed testing and found that the device was failing the o2 mix accuracy and o2 flow accuracy tests. The o2 levels were over the safe limits for patient usage. The fse tried different o2 tanks, but the issue remained. The fse submitted a purchase order (po) for the replacement gds. Upon receiving the replacement gds, the fse replaced the defective gds and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The device was failing the o2 mix accuracy, and o2 flow accuracy tests during pm, this does not meet the criteria of reportability as it could not cause or contributed to a death or serious injury, therefore, it is determined to be not reportable.

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen (o2) was reading high. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The customer called technical support to report that the oxygen (o2) was reading high. The remote service engineer (rse) did not perform troubleshooting with the customer as the customer requested onsite service. The rse created an onsite work order (wo), and a service quote for repair was sent to the customer for approval, which the customer accepted. The investigation is ongoing.